Event description:
An alarm issue was reported with the adc application in use with a huawei p20 lite phone with android version 08 operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "numbness" and loss of consciousness, requiring treatment of juice by healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Sensor was scanned with reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. Per smartphone compatibility information, with use of freestyle librelink application, the customer's device (huawei p20 lite) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. Attempted to replicate the user¿s complaint using samsung galaxy a52 (android 13, 2.8.4.9335) and successfully received receive high/low glucose alarms. No issues were identified with the freestyle librelink app. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a huawei p20 lite phone with android version 08 operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "numbness" and loss of consciousness, requiring treatment of juice by healthcare professional. There was no report of death or permanent impairment associated with this event.